Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 21 mg/dl. The patient went into a coma. The ambulance arrived to render treatment. For treatment, the patient was given unknown medication. The pod was worn between 4 and 24 hours on the infusion site. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.